Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical has not received the suspect device. Once received, a follow-up medwatch report will be submitted.

Event description:
Vyaire medical received a customer report of a sipap ventilator related issue. The ventilator suddenly alarmed oxygen battery exhausted while on a patient. Customer states no injury or harm to the patient.